Event description:
Initial report rec'd 14-sep-2006: this spontaneous case reported by a physician involves a female pt who initiated treatment with poly-l-lactic acid (sculptra), 5cc in her cheeks and temples, in 2005 for hollow cheeks. Relevant medical history includes fillers nos, one to two years prior to poly-l-lactic acid injections. There were no concomitant medications. The physician reports that the pt developed 10-15 nodules in her cheeks 1-2 months after her injections on the same day. The pt did not present back to the physician's office until aug-2006. She was treated twice with kenalog (triamcinolone) injections (first treatment date not provided, second treatment 2006). No further medical info provided. Physician's assessment of causal relationship: not provided. Addendum for f/u dated fifteen days later, rec'd on 05-oct-2006 from product technical complaint report case for sculptra batch number unknown: batch record review (brr) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. As reported in the leaflet, this kind of events (nodules, lumps, bumps, bruising, inflammation, redness, swelling etc.) Represents the most common side effects with the use of sculptra at the site of the injection. In any case, the investigation results show that this kind of event isn't batch related. Conclusion: related to product. Addendum for f/u dated two days earlier, rec'd on 10-nov-2006 from product technical complaint report case for sculptra batch number a4001, expiration date 30-sep-2006: batch record review (brr) without hint to root cause. No faults, defect, damages, detectable. The review of the DHR and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info rec'd on 14-mar-2007 from the treating physician: dermatology office notes, medwatch, and reply form were rec'd. The physician indicated that the injection site nodules caused "cosmetic disfigurement", upgrading this case to serious. Medical history included rare irregular or fast heart beat, radiance treatment in nasolabial folds and infraorbital areas, hyaluronic acid (restylane) treatment in nasolabial folds, textural changes in skin, growth on right anterior thigh, lesions on chest and arms, a few scattered solar lentigines, syringomas on her lower eyelids, cryotherapy to treat two lesions on her left arm, seborrheic keratosis on right anterior thigh (treated with cryotherapy), face lift two years ago and hollowing of cheeks and temples. Concomitant medications included topical lidocaine, which was used to pretreat the temples and lower cheeks prior to poly-l-lactic acid injections. In 2005, poly-l-lactic acid injections were administered to the temples, lower cheeks, and lateral cheeks (a total 5 cc was administered as previously reported). Pt had a very mild vasovagal reaction, but otherwise tolerated the procedure well. The following month, pt was seen in f/u, at which time no problems with treatment were noted other than some bruising. The physician saw the pt again nine days later, twenty two days later, and the following month for laser treatment of lentigines; no info relevant to poly-l-lactic acid treatment was noted. In 2006, physician noted that pt had developed bumps under the skin on both cheeks over the last several months; they were not painful or symptomatic. The bumps were 3-10mm, firm, non-erythematous, nontender subcutaneous nodules scattered on the mid-cheeks bilaterally and were suspected to be probable sculptra granulomas. Physician treated the nodules intralesionally with triamcinolone (kenalog) 2.5 mg/ml on the same day, and again the following month. At f/u visit in 2007, the nodules were still present, but appeared to be smaller on the right side. Between the differential diagnoses of granulomas vs collagen nodules, the physician felt collagen nodules were more likely. Eight days later, the pt's exam remained unchanged with ten to fifteen 2-5mm subcutaneous nodules in the cheek hollows. The physician anesthetized three nodules on the left cheek (photo dated feb-2007 of left cheek with 3 nodules was provided) and subcised them with a 23 g needle. A follow-up was scheduled for the following month. The physician felt that the nodules were possibly related to her treatment with poly-l-lactic acid.

Manufacturer narrative:
Initial report 14-sep-2006: this spontaneous case reported by a physician involves a female pt who rec'd poly-l-lactic acid (sculptra), 5cc in her cheeks and temples, in 2005, for hollow cheeks. The physician reports that the pt developed 10-15 nodules in her cheeks 1-2 months after her injections the same day. Addendum in 2006: batch record review without hint to root cause. No faults, defect, damages detectable. The review of the DHR and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum 14-mar-07: the physician indicated that the injection site nodules caused "cosmetic disfigurement", upgrading this case to serious. On the original date, sculptra was administered to the temples, lower and lateral cheeks. The following month, physician noted that pt had developed bumps under the skin on both cheeks over the last several months. They were 3-10mm, firm, non-erythematous, nontender subcutaneous nodules. They were treated with triamcinolone 2.5 mg/ml on the same day, and the following month. In 2007, the nodules were still present, but appeared smaller on the right side. Eight days later, the pt's exam remained unchanged with ten to fifteen 2-5mm subcutaneous nodules in the cheek hollows. The nodules on left cheek were anesthetized and subcised. The physician felt that the nodules were possibly related to scupltra. Nodule is considered listed in the labeling for the product. The MFR sees neither an increased trend in frequency or severity of nodule, nor any new safety signals as the result of this report. Nodule is typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury. This report is being submitted to maintain consistency in adverse event reporting across regions.